Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The sensing vector was set to the primary vector. The patent was sitting in his truck at the time of the shock. Technical services discussed some testing to do for noise. The clinic checked the patient but was unable to reproduce the noise. The clinic may reprogram the sensing vector to the secondary vector. There were no additional adverse patient effects. The system remains implanted.